Manufacturer narrative:
Details of complaint: the customer reported that the multigas unit gave a "line block error" message, which they attempted to clear by changing the sample lines and the water trap. However, this led to a "gas device error" message. No patient harm was reported. Service requested / performed: exchange. Investigation summary: the root cause is determined to be component failure. The sensor needed replacing. The sensor is a replaceable component, where the longevity is dependent upon the following factors: · instrument and parts must undergo regular maintenance inspection at least every 6 months. · if stored for extended periods without being used, make sure prior to operation that the instrument is in perfect operating condition. · water trap should be replaced every 4 weeks or as indicated on the device. · ensuring the environment is optimal as described in the operator's manual. Additional information: b4 date of this report d9 device available for evaluation? G3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The customer reported that the multigas unit gave a "line block error" message, which they attempted to clear by changing the sample lines and the water trap. However, this led to a "gas device error" message. No harm or injury was reported.

Manufacturer narrative:
The customer reported that their multigas unit got a "line block error", which they attempt to clear by changing the sample lines and the water trap. However, this lead them to get the error: "gas device error". No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their multigas unit got a "line block error", which they attempt to clear by changing the sample lines and the water trap. However, this lead them to get the error: "gas device error". No harm or injury was reported.